Manufacturer narrative:
D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up imaging and a small device related thrombus (dtr) was noted on the closure device and a heavy spontaneous echo contrast. A leak of 0.19cm was noted. The patient was switched from aspirin to apixaban 5mg twice a day.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. The patient had a routine 45 day follow up imaging and a small device related thrombus (dtr) was noted on the closure device and a heavy spontaneous echo contrast. A leak of 0.19cm was noted. The patient was switched from aspirin to apixaban 5mg twice a day. It was further reported that a repeat transthoracic echocardiography (tte) was performed, and it showed resolution of the drt.